Event description:
It was reported that a luer-slip syringe was found in the bd plastipak¿ luer-lok¿ syringe packaging before use. The following information was provided by the initial reporter: "there has been a small manufacturing error regarding the bd plastipak 30ml luer-lok syringe. One syringe was a luer-slip syringe in luer-lok syringe packaging. This was found in a box of bd plastipak 30ml luer-lok syringe."

Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch 1904209. The lots manufactured both prior to and after the reported lot were also reviewed, no documented incidences were reported for either batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a luer-slip syringe was found in the bd plastipak¿ luer-lok¿ syringe packaging before use. The following information was provided by the initial reporter: "there has been a small manufacturing error regarding the bd plastipak 30ml luer-lok syringe. One syringe was a luer-slip syringe in luer-lok syringe packaging. This was found in a box of bd plastipak 30ml luer-lok syringe."